Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the ER with chest pains. Interrogation of the device showed non-sustained rv oversensing (nsrvo) episodes from that were not correlated to any symptoms. The device detected lead noise on the rv lead, which lead to an nsrvo diagnosis. No other anomalies were reported. No intervention is planned at this time; lead will be monitored remotely.